Manufacturer narrative:
H3, h6: manufacturer's preliminary results and conclusion: the root cause for issue has not been determined yet. The investigation is ongoing. Initial actions (corrective and/or preventive): no general problem has currently been detected for the installed base which requires an immediate action. A supplemental report will be submitted to the FDA if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was made aware of an issue associated with the luminos agile max system. The lower arm of the display ceiling suspension (dcs) fixating the monitors detached during a fluoro examination. The user was able to maintain control of the lower arm by grabbing it and had it supported to complete the case. The patient was not hit. It is assumed that in a worst-case scenario, a serious injury could occur if the issue were to recur.

Manufacturer narrative:
H3, h6: the reported issue of the display holder slipping down from the ceiling boom of the display ceiling suspension (dcs) was investigated in detail. The investigation at customer site performed by the service technician showed that the securing ring that keeps the securing elements of the display holder in place was missing. The service technician confirmed that the securing ring was missing since installation of the system/dcs. The affected dcs was repaired by service technician with mounting a new securing ring at the dcs. It is now mounted correctly according to the installation instruction. The installation instruction was checked and found to be sufficient. The supplier of the dcs was informed about this incident. They confirmed that the missing part must have been installed before delivery according to the test plan for the dcs. Also, the mounting instruction was checked regarding the description of the securing ring and was found to be correct. Based on all investigation results the issue was caused by a workmanship error during installation. It could not be identified in which point in the process the securing ring was lost. This is the first known occurrence of such an issue. No additional issues of this kind are known. The complaint is closed with this statement.